Event description:
A malfunction was reported on the pump while the customer was updating it. There was no adverse impact to the customer's blood glucose level. The customer and technical support attempted to reset the pump without success. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.